Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. In the same month as onset of the peritonitis event, the patient was hospitalized for an unrelated indication. At the time of hospitalization the patient was treated with unspecified treatment (dose, route and frequency unknown) for peritonitis. Five days later, the patient was discharged from the hospital. In the same month subsequent to discharge, the patient was reported to have experienced peritonitis. At the time of this report the patient was recovering from the peritonitis. Pd therapy was reported to ongoing. Additional information was requested but is not available. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h14d04081 and h14c01089. There were no issues detected during the manufacturing processes that would cause the event. As the sample was not returned, a device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the patient acquired peritonitis on an unreported date in (B)(6) 2014 ¿after the hospital stay ((B)(6) 2014)¿. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as complaints (B)(4).